Manufacturer narrative:
Event is still under investigation.

Event description:
Aortic valvuloplasty performed without complication. When the 10fr sheath was removed from the patient, the physician noticed that the length of the sheath was significantly shorter than when it was first inserted. They opened another sheath and compared lengths and confirmed it was shorter. They feared that the tip of the sheath had broken off and was still in the patient. CT scans of the patient confirmed that there was nothing left behind. Additional information provided by the rep on 02/25/2013: once I ( the rep) collected the sheath and inspected it, I (the rep) can see that the tip has not broken off. Even though it is damaged due to the balloon being pulled through it... It looks intact to me (the rep). No part of the device remained inside the patient. The patient required a CT scan to confirm that no part of the device remained inside. No adverse effects to the patient were reported due to this occurrence.